Event description:
A ventilator was returned to the MFR with an allegation that the display was broken. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device, the customer's complaint was confirmed. The device's lcd display was replaced to address the issue.